Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. One accustick dilator was received with residue present on the device indicating use/handling. An examination of the dilator found it to bent and the tip damaged. The metal cannula and outer sheath which has radiopaque maker placed on the surface were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined (B)(4).

Event description:
It was reported that a dislodgement of the marker band occurred. An accustick ii was selected for use. During introduction, the radioband marker was dislodged and retracted when the device was inserted into the patients' skin. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dislodgement of the marker band occurred. An accustick ii was selected for use. During introduction, the radioband marker was dislodged and retracted when the device was inserted into the patient's skin. No patient complications were reported and the patient's status is fine.